Event description:
It was reported that during a thrombectomy procedure, access was obtained via a third-party micropuncture device, 16f sheath and guidewire in the left popliteal vein. The wire was advanced with assistance of a third-party diagnostic catheter, followed by use of symphony 16f 82cm catheter over the guidewire. The symphony 16f 82cm catheter successfully crossed from the iliac to the inferior vena cava (ivc) and aspiration was performed successfully. A residual venogram revealed calcification. The physician deployed a third-party balloon and subsequent venogram revealed a non-flow limiting dissection in the femoral vein. Intravascular ultrasound (ivus) was then utilized for measurements and identifying residual clots. A second pass was then performed with symphony 16f 82cm catheter before placement of stent and post-dilation. Venography showed two residual chronic plaques, and a third pass with symphony 16f 82cm catheter cleared the chronic clot from the common femoral vein. The cause of the dissection is unknown and could be associated with the third-party wire, symphony 16f 82cm catheter, or third-party balloon. Per the physician, likely the balloon angioplasty led to the dissection. There was no device issue or malfunction reported with the symphony 16f 82cm during the procedure.

Manufacturer narrative:
The device was discarded and not returned for investigation. The manufacturing records were reviewed and demonstrated that the product met the design and manufacturing specifications. Based on the information provided, there was no malfunction reported during the case. It is unknown if the dissection was caused due to third party devices or the symphony 16f 82cm catheter.